Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, nausea and vomiting. The caller stated that the customer's blood glucose levels were greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump had the correct time and date programmed. Reviewed the alarm history and found no delivery, low reservoir and low battery alarms. The caller requested to have someone visit the customer at the hospital and check the insulin pump functionality. Advised the caller that we would contact the local representative. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.